Manufacturer narrative:
Image review: six static images and one media file were provided for review. The patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 66 mm with a perimeter derived diameter of 21mm suggesting a 26mm valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The 26mm valve was implanted deep, greater than 10mm below the non-coronary cusp. Subsequently, a post implant dilatation was performed during which the valve dislodged aortic mid balloon inflation. The dislodged valve was snared, and a second valve, reportedly 29mm, was implanted. It is known why a larger valve was selected as the second valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced; however, the valve dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 12 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 12 mm. Subsequently, a second transcatheter valve was implanted. Per the physician, the depth of implant and patient anatomy contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result of the dislodge.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012460564); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.